Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the transducer was reading 30mmhg higher than normal. The customer noticed the difference between the non-invasive blood pressure cuff and the arterial line. The patient was not treated off of the inaccurate readings nor was any alarm seen. The hospital did not feel that any monitors or cables were suspect. Inquired of patient demographics, unable to be obtained. No patient complications were reported.

Manufacturer narrative:
It was previously reported that there was patient involvement in this complaint. However, it was later learned that there was no patient involved. The incident occurred during testing with the customer¿s calibration device. The actual unit tested was discarded by the customer. A sealed unit of the suspected lot number was returned for evaluation. The unit that was used in this case was not returned by the clinician. However, a sealed representative sample from the suspected lot was returned for evaluation. The evaluation of the sealed sample showed no defect found. Dpt kit was not used and returned in sealed original package. Dpt sensor zeroed and sensed pressure accurately on pressure monitor. Pressure reading was also stable during 8 hour output drift test. Electrical testing showed that both input impedance and output impedance of dpt sensor were within specifications. No leakage or occlusion was detected from dpt kit during pressure test. No visible damage was observed from the dpt kit. A review of the manufacturing records indicated that the product met specifications upon release.